Event description:
Patient reported right side capsular contracture baker grade unknown and "pain and possible rupture." Healthcare professional later reported "implants were not ruptured". The event of rupture is no longer reportable and will be un-reported. Device has been explanted.

Manufacturer narrative:
The event of rupture is no longer reportable to the FDA and will be unreported. Additional, corrected and/or changed data: b.5, d.6b, g.2, h.6

Event description:
Patient reported right side "capsular contracture baker grade unknown, pain, and possible rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.